Manufacturer narrative:
(B)(4) - root cause could not be determined based on information available in this complaint report.

Event description:
This is a regulatory report of bacterial peritonitis with culture positive for sphingomonas paucimobilis, hyperthermia and fatal bacterial sepsis in a (B)(6) female patient from (B)(6) coincident with extraneal viaflex and nutrineal pd4 unknown bag therapies, received by baxter (B)(4) from (B)(6) and a physician. On an unreported date, the patient began treatment with extraneal viaflex (dose and frequency not reported, and nutrineal pd4 unknown bag (dose and frequency not reported, intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was hospitalized for bacterial peritonitis (further described as severe peritonitis), and diagnosed with hyperthermia and bacterial sepsis. Extraneal viaflex and nutrineal pd4 unknown bag were stopped on (B)(6) 2011 due to the event of bacterial peritonitis. The patient received remedial therapy with ciprofloxacine (200 mg, frequency and route not reported), bactrim (dose, frequency and route not reported) and gentalline (dose, frequency and route not reported) on (B)(6) 2011. The patient's condition did not improve with the discontinuation of extraneal viaflex and nutrineal pd4 unknown bag therapies. The root cause of the bacterial peritonitis was probable contamination of the dialysate, water. The french health authorities reported that the patient died on (B)(6) 2010 while hospitalized. The cause of death was reported by the (B)(6) as septicemia. It was not reported if an autopsy was performed. The reporter provided a stop date for the events of bacterial peritonitis and hyperthermia as (B)(6) 2011 (date of death). The physician reported that the events of bacterial peritonitis, hyperthermia and bacterial sepsis were severe in severity, and related to extraneal viaflex and nutrineal pd4 unknown bag therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.